Event description:
It was reported that on multiple occasions that the pump has suspended, locked, or delivered a bolus when leaned against on. The keypad buttons were reportedly intact and were not sticking. The pt reportedly had 2 episodes of pump delivering insulin resulting in an unspecified low blood glucose result; however, the pt did not require any medical assistance. The reporter declined returning the pump to animas for investigation. There was no adverse event associated with this complaint.

Manufacturer narrative:
If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.